Manufacturer narrative:
Tw (B)(4). The device was returned to the factory for evaluation on (B)(6) 2025. An investigation was conducted on (B)(6) 2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the clear intact silicone insulation on both the cold and hot jaws. The heater wire was observed to be flexed away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. No further testing was conducted due to the condition of the heater wire. Based on the returned condition of the device as well as the evaluation results, the reported failure "peeled; delaminated; jaw" was not confirmed, however, the analyzed failure "material twisted/ bent wire" was observed. The lot # 3000441774 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported and analyzed failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
N/a.

Event description:
The hospital reported that during the procedure, the vasoview hemopro 2 silicone on the jaws is breaking off and not cauterizing well, longer cautery times. There was procedural delay. A replacement device was used to complete the procedure. Extra blood loss; broke while cauterizing large branch. They did not see any components left in the leg, in this case. Patient did receive 2u of blood, impossible to say if the excess bleeding from this, which there was, resulted in the transfusions. They held pressure on the leg for 10 minutes and irrigated the leg and then repeated this a few times before I was able to continue. The leg was never clear after that due to continued bleeding but I was able to finish it endoscopically.

Manufacturer narrative:
Tw (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.